Manufacturer narrative:
H10: h3,h6: DHR review cannot be performed as correct lot# is not provided. Complaint history indicates that are no similar complaints received related to the large arthroscopic bio-inductive implant delivery device broke off during implantation and had to be removed manually. The products, used for treatment, were not returned for evaluation and therefore a physical investigation could not be completed. The products, used for treatment, were not returned for evaluation and therefore a physical investigation could not be completed. Root cause was undetermined after investigation. Failure mode experienced by the user facility were unable to be confirmed through direct physical investigation. No further investigation warranted at this time. Although the issues experienced by the user facility were unable to be confirmed through direct physical investigation.

Event description:
It was reported that during surgery, the large arthroscopic bio-inductive implant delivery device broke off during implantation and had to be removed manually. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.